Event description:
Philips received a complaint on the dfm100 indicating that it¿s not detecting any battery or mains lead (indicator leds don¿t light up), it keeps beeping with a cross sign, and does not turn on. They changed the main lead and battery but the problem still persists. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 indicating device is not detecting any battery or mains lead (indicator leds don¿t light up), keeps beeping with a cross sign and does not turn on. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.